Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was of a leak in the catheter was confirmed, and the damage appears to be associated with use of the device. One 19cm pre-curved soft-cell catheter was returned for investigation. The returned sample exhibited evidence of use. Blood residue was observed on the surecuff. The extension legs were discolored. The bifurcation material and the section of d/l tubing between the bifurcation and the cuff were also discolored. The threaded areas of the connectors also exhibited a lighter hue of the red and blue material. A functional test confirmed a leak in the catheter at the distal end of the bifurcation. A breach in the tubing allowed fluid to leak from the venous lumen when the catheter was pressurized. A microscopic examination of the leak site revealed that the catheter material around the hole was rough and granular, which is indicative of wear. The hole in the tubing may be attributable to a combination of chemical degradation and mechanical stresses, such as kinking. It is unknown what chemicals were used on or near the catheter. As it was reported that the catheter was in place since (B)(6) 2015 and removed 2 ½ years later, the hole in the tubing must have developed over time and occurred during use. The product IFU provides information on chemicals that should not be used with the catheter.

Event description:
It was reported that leakage of blood from the junction of the extension tube was found during artificial dialysis. As the doctor suspected that the catheter may have been damaged, the catheter was removed from the patient in july. Artificial dialysis is currently performed with a shunt which was inserted previously.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported that leakage of blood from the junction of the extension tube was found during artificial dialysis. As the doctor suspected that the catheter may have been damaged, the catheter was removed from the patient in (B)(6). Artificial dialysis is currently performed with a shunt which was inserted previously.